Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/displaced essure in left lower quadrant / the essure device extends 1.0 cm in the myometrium'), device breakage ('device breakage / fracture portion in right cornua'), menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('surgery (other) type of surgery: removal of gallbladder') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, yeast infection, uterine ablation, lower abdominal pain, pain of lower extremities, back pain, hypoglycemia, hypothyroidism, irritable bowel syndrome, constipation chronic, asherman's syndrome, acanthosis, epigastric pain, vomiting, nabothian cyst, cholecystectomy, uterine bleeding, adenomyosis, chronic cervicitis, hemorrhagic cyst, cholestasis, abdominal tenderness, dysuria, hematoma and uterus enlarged. Concomitant products included alprazolam (xanax) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / migration of essure device location of device: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary tract infection ("bladder or urinary problems or changes: uti"), nephrolithiasis ("bladder or urinary problems or changes: kidney stones"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eye"), pelvic pain ("pelvic pain female") and abdominal pain upper ("upper stomach pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss."). The patient was treated with surgery (hysterectomy with unilateral salpingectomy -left fallopian tube with uterus and ovarian cyst and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, cholecystectomy, device expulsion, anxiety, post-traumatic stress disorder, urinary tract infection, nephrolithiasis, tooth disorder, fatigue, migraine, nausea, allergy to metals, vaginal discharge, dry eye, pelvic pain and abdominal pain upper outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, cholecystectomy, device breakage, device expulsion, dry eye, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2010 the right tube was cannulated first with the essure device and 3 coils noted. Four coils were 4 coils were noted on the left. Dates of removal: (B)(6) 2012, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: the patient intrauterine device has entered through the anterior uterine wall and produdes into the adjacent peritoneal cavity.; on (B)(6) 2017: reproductive organs/: dominant follicle incidentally noted in the left ovary measuring 1.8 cm. Small nabothian cyst also noted. Metallic coil present at the left cornua. Impression: no evidence for acute abdominal or pelvic process.. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion findings: initial image reveals presence of essure devices. The left side essure device appears to be in appropriate position. There are metallic fragments visualized in a10.00 to 11.00 positions near what is believed to be the right cornua. The reminder of essure device is visualized low within the left side of the pelvis. Several to advance contrast into the uterine cavity were undertaken but unsuccessful.. Pathology test - on (B)(6) 2012: 1. Skin, navel (excision): benign compound nevus, incompletely excised. 2. "Perforated essure device right fallopian tube": a. Hardware as described. B. Benign adipose tissue and fallopian tube with degenerative changes.; on 30-aug-2017: diagnosis: 1. Uterus, cervix, tubes (hysterectomy with salpingectomy): a. Adenomyosis of uterus. Benign. B. Absence of surf ace endometrium consistent with ablation. C. Slight chronic cervicitis, no evidence of dysplasia. D. Benign fallopian tubes without epithelial atypia. E. Essure contraceptive devices identified.. Ultrasound abdomen - on (B)(6) 2013: small anteverted ute. Endo dlff to vis. Appears to have both essure present but pt states the lt was removed after it fractured. Ovs appear wnl will trans vag. The l t essure is seen present fundal there is a second smaller echogenic area seen present rt fundal. No shadowing is seen. No flow is seen. Upon reading the surgical report the rt essure was the surgically removed coil. ? Remaining piece of the removed coil. Rt ovary wnl. L t ov small cyst wi mild internal echo¿s measured. No ff seen; on (B)(6) 2014: there is an essure device overlying the left pelvis. The essure device related to the other surgery. Impression: 10left essure device is seen in place. On the that prior CT and prior hysterosalpingogram there appear to have been 2 left essure device, the more inferior one has been removed sometimes in the interval. The punctate metallic density at the inferior margin of the current essure device may be secondary to the old removed device and the broken proximal end from the existing device. 2. There had been a metallic density on that prior CT on the right which is on longer appreciated, question also surgically removal in the interval.. Lot number: 654823 manufacture date: 2009-07 expiration date: 2012-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/displaced essure in left lower quadrant / the essure device extends 1.0 cm in the myometrium/migration: right cornua'), device breakage ('device breakage / fracture portion in right cornua'), menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('surgery (other) type of surgery: removal of gallbladder') in a 40-year-old female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia, hypothyroidism and cholecystitis. Concurrent conditions included body mass index normal, depression, yeast infection, uterine ablation, lower abdominal pain, pain of lower extremities, back pain, hypoglycemia, hypothyroidism, irritable bowel syndrome, constipation chronic, asherman's syndrome, acanthosis, epigastric pain, vomiting, nabothian cyst, cholecystectomy, uterine bleeding, adenomyosis, chronic cervicitis, hemorrhagic cyst, cholestasis, abdominal tenderness, dysuria, hematoma and uterus enlarged. Concomitant products included alprazolam (xanax) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain female"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss."). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 9- (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / migration of essure device location of device: uterus,"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), nephrolithiasis ("bladder or urinary problems or changes: kidney stones"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dry eye ("vision/eye problems type: dry eye") and abdominal pain upper ("upper stomach pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy -left fallopian tube with uterus and ovarian cyst, novasure ablation and diagnostic laparoscopy with retrieval of migrated essure & removal of fracture portion of essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, cholecystectomy, device expulsion, anxiety, post-traumatic stress disorder, urinary tract infection, nephrolithiasis, tooth disorder, allergy to metals, vaginal discharge, dry eye and abdominal pain upper outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and pelvic pain had resolved and the fatigue and nausea was resolving. The reporter considered abdominal pain upper, allergy to metals, anxiety, cholecystectomy, device breakage, device expulsion, dry eye, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2010 the right tube was cannulated first with the essure device and 3 coils noted. Four coils were 4 coils were noted on the left. Dates of removal: (B)(6) 2012, (B)(6) 2017. Current weight 120 lbs. On (B)(6) 2012 via other (please specify) - diagnostic laparoscopy with retrieval of migrated essure & removal of fracture portion of essure in right cornua of uterus and on (B)(6) 2017 via hysterectomy with bilateral salpingectomy on (B)(6) 2012, diagnostic laparoscopy with retrieval of migrated essure and removal of fracture portion of essure in right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: the patient intrauterine device has entered through the anterior uterine wall and produdes into the adjacent peritoneal cavity.; on (B)(6) 2017: reproductive organs/: dominant follicle incidentally noted in the left ovary measuring 1.8 cm. Small nabothian cyst also noted. Metallic coil present at the left cornua. Impression: no evidence for acute abdominal or pelvic process. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Findings: initial image reveals presence of essure devices. The left side essure device appears to be in appropriate position. There are metallic fragments visualized in a10.00 to 11.00 positions near what is believed to be the right cornua. The reminder of essure device is visualized low within the left side of the pelvis. Several to advance contrast into the uterine cavity were undertaken but unsuccessful. Pathology test - on 10-feb-2012: 1. Skin, navel (excision): benign compound nevus, incompletely excised. 2. "Perforated essure device right fallopian tube": a. Hardware as described. B. Benign adipose tissue and fallopian tube with degenerative changes.; on 30-aug-2017: diagnosis: 1. Uterus, cervix, tubes (hysterectomy with salpingectomy): a. Adenomyosis of uterus. Benign. B. Absence of surf ace endometrium consistent with ablation. C. Slight chronic cervicitis, no evidence of dysplasia. D. Benign fallopian tubes without epithelial atypia. E. Essure contraceptive devices identified.. Ultrasound abdomen - on (B)(6) 2013: small anteverted ute. Endo dlff to vis. Appears to have both essure present but pt states the lt was removed after it fractured. Ovs appear wnl will trans vag. The l t essure is seen present fundal there is a second smaller echogenic area seen present rt fundal. No shadowing is seen. No flow is seen. Upon reading the surgical report the rt essure was the surgically removed coil. Remaining piece of the removed coil. Rt ovary wnl. L t ov small cyst wi mild internal echo¿s measured. No ff seen; on (B)(6) 2014: there is an essure device overlying the left pelvis. The essure device related to the other surgery. Impression: 10left essure device is seen in place. On the that prior CT and prior hysterosalpingogram there appear to have been 2 left essure device, the more inferior one has been removed sometimes in the interval. The punctate metallic density at the inferior margin of the current essure device may be secondary to the old removed device and the broken proximal end from the existing device. 2. There had been a metallic density on that prior CT on the right which is on longer appreciated, question also surgically removal in the interval.. Lot number: 654823, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs and mr received. Outcome of the events migraine, nausea, pelvic pain, fatigue were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/displaced essure in left lower quadrant / the essure device extends 1.0 cm in the myometrium'), device breakage ('device breakage / fracture portion in right cornua'), menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('surgery (other) type of surgery: removal of gallbladder') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, yeast infection, uterine ablation, lower abdominal pain, pain of lower extremities, back pain, hypoglycemia, hypothyroidism, irritable bowel syndrome, constipation chronic, asherman's syndrome, acanthosis, epigastric pain, vomiting, nabothian cyst, cholecystectomy, uterine bleeding, adenomyosis, chronic cervicitis, hemorrhagic cyst, cholestasis, abdominal tenderness, dysuria, hematoma and uterus enlarged. Concomitant products included alprazolam (xanax) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / migration of essure device location of device: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary tract infection ("bladder or urinary problems or changes: uti"), nephrolithiasis ("bladder or urinary problems or changes: kidney stones"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eye"), pelvic pain ("pelvic pain female") and abdominal pain upper ("upper stomach pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss."). The patient was treated with surgery (hysterectomy with unilateral salpingectomy -left fallopian tube with uterus and ovarian cyst and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, cholecystectomy, device expulsion, anxiety, post-traumatic stress disorder, urinary tract infection, nephrolithiasis, tooth disorder, fatigue, migraine, nausea, allergy to metals, vaginal discharge, dry eye, pelvic pain and abdominal pain upper outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, cholecystectomy, device breakage, device expulsion, dry eye, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2010 the right tube was cannulated first with the essure device and 3 coils noted. Four coils were 4 coils were noted on the left. Dates of removal: (B)(6) 2012, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: the patient intrauterine device has entered through the anterior uterine wall and produces into the adjacent peritoneal cavity.; on (B)(6) 2017: reproductive organs/: dominant follicle incidentally noted in the left ovary measuring 1.8 cm. Small nabothian cyst also noted. Metallic coil present at the left cornua. Impression: no evidence for acute abdominal or pelvic process.. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion findings: initial image reveals presence of essure devices. The left side essure device appears to be in appropriate position. There are metallic fragments visualized in a 10.00 to 11.00 positions near what is believed to be the right cornua. The reminder of essure device is visualized low within the left side of the pelvis. Several to advance contrast into the uterine cavity were undertaken but unsuccessful.. Pathology test - on (B)(6) 2012: skin, navel (excision): benign compound nevus, incompletely excised. "Perforated essure device right fallopian tube": hardware as described. Benign adipose tissue and fallopian tube with degenerative changes.; on (B)(6) 2017: diagnosis: uterus, cervix, tubes (hysterectomy with salpingectomy): adenomyosis of uterus. Benign. Absence of surf ace endometrium consistent with ablation. Slight chronic cervicitis, no evidence of dysplasia. Benign fallopian tubes without epithelial atypia. Essure contraceptive devices identified.. Ultrasound abdomen - on (B)(6) 2013: small anteverted ute. Endo dlff to vis. Appears to have both essure present but pt states the lt was removed after it fractured. Ovs appear wnl will trans vag. The l t essure is seen present fundal there is a second smaller echogenic area seen present rt fundal. No shadowing is seen. No flow is seen. Upon reading the surgical report the rt essure was the surgically removed coil. ? Remaining piece of the removed coil. Rt ovary wnl. L t ov small cyst wi mild internal echo¿s measured. No ff seen; on (B)(6) 2014: there is an essure device overlying the left pelvis. The essure device related to the other surgery. Impression: 10 left essure device is seen in place. On the that prior CT and prior hysterosalpingogram there appear to have been 2 left essure device, the more inferior one has been removed sometimes in the interval. The punctate metallic density at the inferior margin of the current essure device may be secondary to the old removed device and the broken proximal end from the existing device. There had been a metallic density on that prior CT on the right which is on longer appreciated, question also surgically removal in the interval.. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs+mr received. Lot number added. Event injury was updated and new events: device breakage, expulsion of essure device /migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, ptsd, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, migraines / headaches, nausea, nickel allergy, perforation (uterus), surgery (other) type of surgery: removal of gallbladder, vaginal discharge, vision/eye problems type: dry eye, weight loss, pelvic pain, upper stomach pain were added. New reporters, plaintiffs information added. Concomitant conditions , drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.